Event description:
On (B)(6) the patient contacted lifescan (lfs) USA, alleging that their onetouch ultra 2 meter returned an inaccurate high result compared to an emergency medical services (ems) meter. The complaint was classified based on the customer care agent (cca) documentation. The patient stated that the alleged inaccuracy issue occurred on (B)(6) 2021 at 22:00 or 23:00. The patient claimed they obtained a result of "111 mg/dl" on the subject device. The patient manages their diabetes with insulin (self-adjuster) - lantus and humalog. The patient took no action in response to the result of "111 mg/dl" however at 23:00 or 00:00 the patient began to feel faint so called the ems. On arrival, a blood glucose test was performed on an ems meter and the result was reported as "50 mg/dl." The ems then treated the patient with a drink. At the time of troubleshooting, the cca noted the unit of measure was set correctly on the subject meter. The patient did not have control solution to conduct a performance test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute low blood glucose excursion while using the product and the subject meter could not be ruled out as a cause or contributor to the event.